Event description:
The event is reported as: will not pass ventilator pressure test. No patient injury reported.

Manufacturer narrative:
Product has been received by manufacturer for evaluation; however, investigation report is incomplete at this time. A follow-up report will be sent when additional information is received.